Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the valve did not expand sufficiently as was reported. A conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
Product analysis: no product return. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be filed.(B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not expand sufficiently. A balloon aortic valvuloplasty (bav) was performed and moderate paravalvular leak (pvl) was noted. Subsequently, a second valve was implanted. No adverse patient effects were reported.